Manufacturer narrative:
(B)(4).

Event description:
It was initially reported in (B)(6) 2010 that there was an issue about a recharger. An over-discharge was suspected, the patient lost stimulation (B)(6) prior. It was later noted that the patient was over-discharged. In reporting from (B)(6) 2011, there was a power on reset condition following a physician mode recharge. Additional information received noted that the power on reset cleared but the device was now unable to hold a full charge longer than a few hours. The manufacturer's representative was aware of one restart of the device but the patient believed that he performed several ('at least 20') at home. The patient was now on the schedule for a battery replacement. If additional information becomes available, a follow up report will be submitted.